Event description:
It was reported that the patient had an issue due to their implantable cardioverter defibrillator (ICD). The ICD was explanted. Additional information was requested and not received. The patient's condition was unknown.